Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated and confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor seized and was running rough. However, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 5 for the same event. It was reported from malaysia that during an unspecified wrist surgery, it was observed that the small battery drive device was not working while in use with two battery devices and two battery casing devices. It was further reported that the device had intermittent operation during an unspecified amount of surgeries over the past six months. It was not reported if there were any delays to the surgical procedure. There was a spare device available for use and the surgery was completed with the spare device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.